Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch was evaluated and replaced and foot switch was reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.